Manufacturer narrative:
Citation: rösch rm et al. Surgery in patients following infective endocarditis after primary tavi procedure: a single-center series. Thorac cardiovasc surg 2020; 68(s 01): s1-s72. Doi: 10.1055/s-0040-1705485. Publication date: 13 february 2020 (online). Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of infective endocarditis in patients who previously underwent transcatheter aortic valve replacement (tavr) and were treated with surgical aortic valve replacement (savr). All data were retrospectively collected from a single center between march 2016 and july 2019. The study population included 10 patients and was predominantly male with a mean age of 79 years. Of those, 3 were implanted with medtronic evolut r transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, one in-hospital death occurred due to septic multi-organ failure. Multiple manufacturers were involved in the study and the type of transcatheter valve that was used to treat this patient was not reported. Based on the available information, medtronic product was not directly associated with the death. Among all patients, endocarditis occurred between 1 and 33 months after tavr and was treated with savr. Blood cultures from a proportion of the patient cohort were positive for enterococcus faecalis, staphylococcus epidermidis, staphylococcus dysgalactiae, and streptococcus bovis. Indications for reoperation included: large floating structures, sepsis with hypotension, and severe aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.